Manufacturer narrative:
This report is submitted on november 15, 2018. (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma affecting the abutment site and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.